Event description:
A report was received that the patient was not getting adequate stimulation due to high impedances. Lead fracture was confirmed. No further course of action.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the x-ray showed lead split at the site where the lead was anchored with the clik anchor.

Event description:
A report was received that the patient was not getting adequate stimulation due to high impedances. Lead fracture was confirmed. No further course of action.